Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or rewind anomaly noted. The motor was tested outside of device and passed. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer stated that, they are not able to rewind the pump. Customer reviewed alarm history pump error has been happening month ago on and off. The customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.